Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 398 mg/dl and 127 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated toxo igg results in reactive and equivocal ranges for one patient generated by unicel dxi 800 access immunoassay analyzer. The erroneous results were reported out of the laboratory. The results generated by access analyzer were discordant to an alternate method. The customer did not receive any report of death, patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.